Event description:
Boston scientific crm received information that this clinic nurse contacted boston scientific's technical services (ts) in (B)(6) 2010 to report that she was experiencing difficulties interrogating this device. Technical services discussed several troubleshooting techniques, however, interrogation was not successful. The clinic nurse informed ts that she was planning to try another wand. Technical services also suggested that the clinic nurse try another programmer. Attempts to obtain additional information from the field were unsuccessful. The event will be reopened if additional information is received and/or the device is returned for laboratory testing. Subsequently, boston scientific received information that this device was explanted in (B)(6) 2011 due to normal battery depletion.

Manufacturer narrative:
To date, the device has not been received at boston scientific's return products department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.